Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 507652 lead, (B)(6) 2012. (B)(4).

Event description:
It was reported by the patient that they went to the emergency department because they felt they had a rapid heartbeat. The patient reported adjustments were made to the implantable pulse generator (ipg) and the heart rate stabilized. However, upon physical exertion the patient states they experienced throbbing in the throat and neck. Patient stated they consulted with a cardiologist who dismisses it as fibrillation. The device remains in use. No patient complications have been reported as a result of this event.